Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 at midnight the intra-aortic balloon (iab) therapy was started on an acute myocardial infarction (ami) patient. During procedure blood was detected three hours later. Replaced iab to continue therapy. No patient injury was reported.